Event description:
It was reported that a malfunction occurred on the pump, specifically due to a software error. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted with the reset, and confirmed the issue did not recur. The customer was advised to contact support again if the problem appeared, and they acknowledged these instructions.